Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) had continuous whistling and burning smell. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone and mail ID) g3, g6, h2, h3, h6 (type of investigation, investigation findings investigation conclusions), h11. Corrected field e1: event site name, h6: medical device problem code. A getinge field service engineer fse evaluated the unit for troubleshooting fse observed continuous sound when turning on motor control board found to be faulty due to presence of saline on the board components fse replaced motor control board. Diagnostic and functional tests carried out with positive results repair completed operation tests performed with positive results

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (medical device problem code, investigation findings, investigation conclusions)